Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer patient cable exhibited high impedance values during testing, prior to use. The cable is expected to be returned for analysis, but has not yet been received. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018: the cable was returned for analysis.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported high impedance values with the cable. Analysis noted that a pin inside the cable plug was bent. If information is provided in the future, a supplemental report will be issued.